Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 369826a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. It was reported that the customer was on lovenox. This is considered off-label usage and cannot be ruled out as a cause for the customer's unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The customer reported a variance between the inratio inr result and the lab inr result. The results were as follows: on (B)(6) inr=0.7, lab=1.4, patient's therapeutic range is: 2.0-3.0. (B)(6) called in to report discrepancies and then connected to nurse practitioner (B)(6) who provided the patient results and specifics: a female patient in her mid fifties presented on (B)(6) 2015 with right chest pain; EKG was normal and d-dimer results were normal. The follow up with her doctor had results indicated above for inratio and the lab. (B)(6) provided previous history on this patient: on (B)(6) patient was admitted to hospital for bilateral renal infarct diagnosed via CT. On (B)(6) she was released on lovenox (mg unknown) and warfarin (mg unknown) lab inr:unknown. No inratio testing during hospitalization. (B)(6). No diet changes or other medicine changes; no anemia.